Manufacturer narrative:
The full identifier is (B)(4). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access il-6 assay was not returned for evaluation. There were no reports of system issues at the time of the event. No other assay issues were reported. No hardware errors or flags were reported in conjunction with the event. System check was passing at the time of the event. Il-6 calibration was performed on (B)(6) 2020 with il-6 reagent lot 922163. This calibration was 9 months old at the time of the event; it had expired on 15july 2020. The customer was not performing quality control testing at the time of the event. Additionally, the customer was using edta plasma as a specimen type; per the access il-6 instructions for use (part number c72294 a), preferred specimen types are serum and plasma (heparin). In conclusion, although expired calibration may have contributed to the event, a definitive cause of the event cannot be determined. The available information does not reasonably suggest reagent or instrument malfunction.

Event description:
On (B)(6) 2021 the customer reported erratic il-6 (access il-6 assay, part number a16369, lot number 922163) patient results were generated on the customer's access 2 analyzer (access 2 immunoassay analyzer (part number a65531 and serial number(B)(4))) for one patient. The initial result, obtained on (B)(6) 2021 using a serum sample from the patient, was 433.25 pg/ml (21:19); a edta plasma sample obtained from the same patient was tested on the same access 2 analyzer on (B)(6) 2021 and a result of 3.39 pg/ml (22:35) was obtained. No affect to patients or end-users has been reported in connection with this event. The customer indicated the results were not reported out of the laboratory. No hardware errors or issues with other assays were reported in conjunction with this event. Data provided showed system check passing within specifications at the time of the event. That data also included a il-6 calibration which had been performed on (B)(6) 2020 with il-6 reagent lot 922163. This calibration was 9 months old at the time of the event; it had expired on 15july 2020. The customer was not performing quality control testing at the time of the event. There were no issues with sample integrity reported by the customer. Sample information including collection, handling and processing information such as storage and other sample related information was not provided by the customer.